Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator fell off into a patient's mouth during sample collection. In addition, the user noted instances where the cotton swab from the tip of applicators fell off when the sample was placed in the culture medium after collection. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 04-aug-2025. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges safety (broken swab) and broken / damaged (broken swab) when using kit veritor system strep a 10 tests jp (material#: 256057), batch number 4220796. The customer reported that the cotton tip of the collection swab came off during specimen collection. This did not harm the patient. They also reported three cases where the cotton tip came off when the swab was placed in culture medium after collection. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. A return sample of one kit was sent to bd japan from the customer. From the photos provided by bd japan showing four sampling swabs, the inside of the swab is not visible thus it is not possible to determine whether the swab tips have detached. Bd japan shipped four swabs from the kit to the appropriate bd quality plant for testing; however, the package was not received. Therefore, return sample testing could not be performed. If samples are received at a later date, the complaint may be reopened. A trend analysis for broken swab was conducted, and a trend was identified. A supplier corrective action was opened with the supplier, and the reported issue is confirmed. The supplier was unable to determine the root cause for the issue; however, they have implemented processes to reduce the risk of tip detachment.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator fell off into a patient's mouth during sample collection. In addition, the user noted instances where the cotton swab from the tip of applicators fell off when the sample was placed in the culture medium after collection. There were no health impact or consequences reported.